Manufacturer narrative:
(B)(4). Infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a ventral incisional hernia repair procedure on an unknown date and suture was used. An infection appeared within one week of the procedure. The patient used several antibiotics (cephalexin 500, amox tr-k 875/25, levaquin 500, levaquin IV, amox tr-k 500) and the infection persisted. The patient had a second surgery in 2004. Exploration of the wound, removal of multiple infected sutures, debridement, drainage and packing of abscess was done. The infection continued. A third surgery was done for a recurrent suture abscess and recurrent supraumbilical hernia. A suture that was not removed during the second surgery was now removed and then the infection went away.